Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, when the device was powered on it was found to have a blank screen. There was no reported patient involvement. The service technician recommended replacing the device's system board and cpu board to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.